Event description:
Pt transferred from another facility with tracheostomy tube already in place. Pt placed on barikare electric bed with a pressure relief mattress overlay. The bed was adjusted so that pt was sitting upright. Pt subsequently slid down the length of the be to the floor, resulting in the veltilator circuit pulling on the tracheostomy tube. Eight hours later, there were problems with the tube sliding up and down. 36 hours later, the pt's airway occluded and he arrested (asystole). He was successfully rescusitated.